Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, false pause episodes were recorded due to undersensing on the device. Technical support suggested device reprogramming to resolve the event. Device reprogramming will be performed at the patients next follow-up. The patient was stable with no adverse consequences.